Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a channel disconnect event occurred during patient use; no other event details are available. There was no patient harm. The event was suspected to be related to unspecified iui issues; the facility biomed changed the iuis on the affected devices and returned them to use.